Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physican reports that, the crystalens haptic was torn prior to any handling. The damage was noted prior to any pt contact.